Manufacturer narrative:
Corrective actions implemented as a response to the incident consist of re-training operators and issuing quality bulletins to the inspection and manufacturing teams. A review of device history shows no previous similar issues; risk assessment judges the possibility for causing injury to be remote.

Event description:
Head end side rail of an enterprise bed fell off when a pt leaned against it; pt did not fall and no injury was sustained.